Event description:
During surgery, raytec used by surgeon to wipe skin of patient before inserting trochar shredded some fibers. A 1 cm long piece of the blue raytec cloth towel fell apart on the skin. The surgeon took a picture to show as proof of it falling apart since this isn't the first time it has happened with raytec blue towels and lap sponges in surgery.